Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system leak. It was reported that during preparation of the mitraclip delivery system (cds) the gripper column filled with saline and continued to leak. The cds was not used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The device analysis did not confirm the reported leak/splash. The discrepancy between what was reported loss of fluid column and what was observed no fluid leak, is likely due to the user technique during the preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.